Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management.a stroke is a brain attack. It can happen to anyone at any time. It occurs when blood flow to an area of brain is cut off. When this happens, brain cells are deprived of oxygen and begin to die. Stroke is also known as the following: cva (cerebral vascular accident), tia (transient ischemic attack) and brain infarction. There are two classifications of stroke. A hemorrhagic stroke is when a brain aneurysm bursts or a weakened blood vessel leaks (hemorrhagic) and ischemic stroke occurs when a blood vessel carrying blood to the brain is blocked by a blood clot (ischemic). Perioperative stroke involves different pathways. Thrombotic (ischemic) stroke can result from increased inflammation and hypercoagulability (blood clotting disorder), cardioembolic stroke can result from disease states such as atrial fibrillation (irregular heart beat), and tissue hypoxia [lack of oxygen] from anemia can result from the combination of anemia and beta-blockade. A perioperative stroke is a serious and rare complication that may occur when a patient undergoes a surgical procedure.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management.a stroke is a brain attack. It can happen to anyone at any time. It occurs when blood flow to an area of brain is cut off. When this happens, brain cells are deprived of oxygen and begin to die. Stroke is also known as the following: cva (cerebral vascular accident), tia (transient ischemic attack) and brain infarction. There are two classifications of stroke. A hemorrhagic stroke is when a brain aneurysm bursts or a weakened blood vessel leaks (hemorrhagic) and ischemic stroke occurs when a blood vessel carrying blood to the brain is blocked by a blood clot (ischemic). Perioperative stroke involves different pathways. Thrombotic (ischemic) stroke can result from increased inflammation and hypercoagulability (blood clotting disorder), cardioembolic stroke can result from disease states such as atrial fibrillation (irregular heart beat), and tissue hypoxia [lack of oxygen] from anemia can result from the combination of anemia and beta-blockade. A perioperative stroke is a serious and rare complication that may occur when a patient undergoes a surgical procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown head. Report source: foreign country: (B)(6). The reported event was identified during review of a journal article parker, m. J., & cawley, s. (2019). Treatment of the displaced intracapsular fracture for the ¿fitter¿ elderly patients: a randomised trial of total hip arthroplasty versus hemiarthroplasty for 105 patients. Injury, 50(11), 2009-2013. Doi:10.1016/j.injury.2019.09.018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02498, 0001822565 - 2020 - 02499, 0001822565 - 2020 - 02500. [Treatment of the displaced intracapsular fracture for the ¿fitter¿ elderly.pdf].

Event description:
It was reported in a journal article that one patient within the thr group experienced a cerebrovascular accident post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.